Event description:
Revision surgery - the patient had trouble regaining motion; arthrofibrosis.

Manufacturer narrative:
The reason for this revision was the patient having difficulty with joint motion after 1.4 years of product use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the only complaint against this part number and lot 59602707. The root cause for the patient's difficulty with joint motion was attributed to arthrofibrosis and is not related to a product failure or issue. There are no indications of a product or process issue affecting implant safety or effectiveness.